Event description:
During the procedure, an attempt to disconnect the filter from the filter catheter was not successful. Therefore, upon removal, the filter was withdrawn with the filter catheter. Another type of filter was then placed.